Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm when attempting to bolus. Customer's blood glucose was over 500 mg/dl at the time of incident. The mother also reported an incident where the customer's blood glucose declined to 40 mg/dl. The customer's mother stated the no delivery alarm was resolved by a complete set change. The mother stated the alarm did not occur during a manual prime. The mother also reported infusion set leaks with the insulin pump. The customer's mother agreed to return the reservoir for analysis.